Event description:
The facility representative reported a pump with failure code 812:02. This issue was identified during patient use. The event occurred in a medical telemetry ward. According to the customer, there was no patient injury, adverse event or medical intervention associated with this report. The pump was programmed in personality 2, adult mode. There is no additional information available.

Event description:
The electrical component became disengaged from the end of the catheter handle during the procedure. The catheter was removed and replaced with a new catheter. It does not appear that we have seen this type of problem in the past. No harm came to this patient.

Manufacturer narrative:
The uim (user interface module) software version is 6.13.90, categorized as colleague 2006. The pump arrived and was evaluated by baxter. The reported condition was confirmed, but not duplicated. The root cause could not be determined. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer.

Event description:
A discordant high positive immulite 2500 stat troponin assay result was obtained on a pt sample from subsequent testing. The customer runs all troponin pt samples in duplicate. Pt treatment was not altered and there was no known report of adverse health consequences due to the discordant stat troponin assay result.

Manufacturer narrative:
(B) (4)the pump arrived and will be evaluated at baxter. A follow-up report will be submitted when the evaluation results or additional information becomes available.

Manufacturer narrative:
(B) (4)there is a CAPA investigation associated with this complaint. (B) (4)

Manufacturer narrative:
(B) (4)

Event description:
Patient had a total knee arthroplasty done approximately 8 years ago. In the postoperative period, he developed symptoms of instability and a revision arthroplasty was done at the hospital 6 years ago. He had a subsequent revision arthroplasty done a year after that revision to correct symptoms of hyperextension. This operation served him well until he reportedly fell and began to experience "end-of-stem" pain. A revision arthroplasty a year ago solved the problem of end-of-stem pain, but he began to experience significant discomfort over the medial aspect of his knee. This pain was in the region of the prominent proximal medial aspect of his tibial prosthesis where an augment was used to provide metal-to-bone load transfer. Lidocaine patches in this region decreased the discomfort. Because his symptoms were significant, he was offered a total knee revision arthroplasty with a custom tibial augment to remove the pressure on the medial side of his knee.